Event description:
It was reported that during an unk procedure, unable to take off the small blue trocar and brake inside. It was not noted how the procedure was completed. No pt consequence reported.

Manufacturer narrative:
D4: serial # = ni.